Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak in the supply line of a homechoice cassette was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. The hp stated that there was a leak on the cassette; a supply line was leaking. The hp stated there had not been anything unusual about the supplies; all connections had been secure. The hp stated they were unsure what had caused the leak. All the supplies had been discarded and no product information was available. The patient had not let their pet into their room, and the homechoice and set up had not been exposed to any excessive force. There was no patient injury or medical intervention associated with this event. No additional information is available.